Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced the sipper probe dripping and received questionable qc results for intact human chorionic gonadotropin + the ss- subunit (hcg+ss) and thyrotropin (tsh). The patient samples were repeated on another cobas e601 at the site. Data was only provided for two patient samples with questionable tsh results. Patient sample (B)(6) initial result was 0.68 uiu/ml and the repeat result was 1.51 uiu/ml. Patient sample (B)(6) was from a female patient born on (B)(6). The initial result was 1.29 uiu/ml and the repeat result was 3.12 uiu/ml. The repeat results were believed to be correct and the results were corrected. The patients were not adversely affected. The tsh reagent lot number was 16909901 with an expiration date of 02/28/2013. The field service representative determined there was a fluidics failure of the number 1 sipper syringe valve. He replaced the sipper syringe valve, the pinch valve 19 and pinch tubing. To verify the analyzer operation, the customer ran calibrations and controls which were within specifications.